Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with missing display window cover, cracked keypad overlay, broken belt clip rails, faded serial number label, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was damaged and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.